Event description:
Material #: 301031. Batch#: unknown. It was reported by customer that syringes are missing print on them customer has syringes set aside to return.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 4172588. Batch creation date: 2024-06-20. Batch expiration date: 2029-06-30. Full UDI: (B)(4).

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported syringes are missing print. To aid in the investigation, five samples with no packaging and two photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects were observed. There is an acceptable imperfection in which the letter 'd' from 'bd' is incomplete. The two photos provided show one of the samples received. A device history record review was completed for provided material number 301031, lots 4172585 and 4172588. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but acceptable.

Event description:
Additional information received. Lot numbers 4172585 and 4172588.